Event description:
It was reported that the customer's pump battery was discharging too quickly. The blood glucose level was recorded at 100 mg/dl, which is within the normal range, indicating no adverse impact to the customer¿s blood glucose level. No additional information regarding the outcome of the event was provided.